Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the presence of the event code in the memory; however, physio did not observe a failure of the device to deliver defibrillation therapy.  Physio then cleared the device's memory and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that a service indicator appeared on their device while attempting to deliver double sequential defibrillation to a patient. The customer advised that a backup device was obtained and immediately used to provide care to the patient. There were no known adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.